Event description:
It was reported that this device had possibly eroded. No further information was obtained. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.